Event description:
The site attempted to scan a trauma pt. The site states that there were no problems while lowering and raising the table and positioning the pt for the surview (positioning) scan. The technologists chose the trauma protocol and pushed "go" for the surview (positioning) scan. The system started to execute its initialization sequence and the table started slowly to move into start position for the surview. During this time, two error messages were displayed. The technologists unfortunately do not remember the errors that came up on the screen. They stopped the examination and started a new one where they choose current pt. They positioned the table again as before and they got the same error messages. Then they logged out and logged in again and started from the beginning with a new examination, with the same result. The pt was removed from the table and during the process of transportation to another scanner, the pt expired.

Manufacturer narrative:
Service records do not indicate any anomalous behavior on the system at the site. The system is currently clinically operational. Preliminary testing at the factory, based on the info provided, is that the system operated as designed. Philips will continue to investigate the event further. Philips has suggested to the customer that clinical applications personnel should visit the site to review pt positioning and scan initialization, and try to replicate the event so that the system messages can be reviewed.